Manufacturer narrative:
Third party inspected unit and found it to operate correctly. Failure noted by user facility could not be reproduced.

Event description:
The hosp stating that the ventilator alarmed and went fail to cycle at 10:00 pm with only a 0 displayed in the set rate led display. No pt injury noted due to this event. The therapist did not notice any error code being displayed.